Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure, the 29 mm sapien 3 ultra resila valve was unable to be advanced through the 16fr esheath+. The sheath was prepped by the account scrub tech. A new 16fr esheath+ and a new 29 mm commander delivery system was prepped and delivered. The valve and delivery system did not advance any further than the first half of the esheath+ and the entire system was removed as a whole. It is bagged altogether in the same position it was stuck. A new 16fr esheath+ was prepared by the rep in standard procedure using the dilator to expand the esheath+ and a new 29mm s3ur valve was prepared and crimped onto delivery system in standard procedure and the case proceeded without complication and successful implantation. 3mensio valvepoint number is 31298379. Patient left in stable condition. Pre-deco engineering findings revealed a torn distal tip, and a portion of the torn tip stuck on the valve struts.

Manufacturer narrative:
The events reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and it was noted that two kinks were at 0.5'' and 3.75'' from the distal strain relief, likely due to packaging. The liner was unexpanded along the entire shaft length with the distal tip unopened. The liner had stretching observed at 0.5'' from the distal strain relief and is 2'' in length. The crimped thv stuck underneath removed the strain relief with additional liner stretching revealed. Functional testing was performed, and engineering was able to fully advance the delivery system through the sheath revealing a distal tip torn radially and axially with a piece of tip separated and retained on the crimped thv. There was hdpe stretching observed along the radial tear/score line. The slanted score line was present; and there was soft tip damage. The liner expanded as designed including the distal 2'' inches. Per the manufacturing acceptance criteria, a liner that is stretching or does not open in the proximal and middle region of the sheath shaft, is acceptable as long as the distal 2'' segment of the sheath is open after full expansion of the device (and calculated push force of the tested units meet specification). Therefore, the device met the specification. Per the edwards technical summary, instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the site revealed that the patient's access site was characterized by tortuosity including in the femoral bifurcation region. The complaints for inability to advance through the sheath, sheath does not expand, sheath distal tip torn, and system components separate during use, were confirmed based on the evaluation of the returned product. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ''during a transfemoral tavr procedure, the 29 mm sapien 3 ultra resila valve was unable to be advanced through the 16fr esheath+. The valve and delivery system did not advance any further than the first half of the esheath+'' and ''pre-deco engineering findings revealed a torn distal tip, and a portion of the torn tip stuck on the valve struts.'' The evaluation of the returned device confirmed the presence of a stretched liner in the area associated with the advanced delivery system (ds)/crimped thv. The observed liner stretching may be tied to variability in the manufacturing process involving liner integration with the shaft material - high-density polyethylene (hdpe). When the hdpe layer adheres to the etched polytetrafluoroethylene (ptfe) liner, it may prevent the seam from opening, causing it to stretch instead of expanding as designed. Although mild calcification and tortuosity were reported in this case, it is known that such patient factors can also contribute to liner expansion issues. An investigation outlined in the edwards technical summary has determined that vertical lamination temperature, if too high during the shaft reflow process, can contribute to instances of liner stretching. The technical summary captures laminator temperature setting optimization within the validated range to reduce variation and should reduce liner stretching events, which continues to be monitored through monthly complaint trending and monitoring. Per the manufacturing criteria, a liner that stretches or does not open in the proximal and middle region of the sheath shaft is acceptable as long as the distal 2'' segment of the sheath is open after full expansion of the device (and calculated push force of tested units meet specification). In this case, the returned device met specification as functional testing confirmed that the liner was able to be expanded as designed. Additionally, in this case the imagery review revealed the presence of tortuous vasculature. A confined vessel (as influenced by tortuosity) can contribute to the forces against the outer shaft, impacting liner expansion during system advancement, leading to the observed liner stretching. As such, available information suggests that factors related to the manufacturing process (variable sheath liner expansion) and/or patient factors (tortuosity) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. When the liner undergoes stretching in lieu of expansion, as designed, it can contribute to increased resistance during system advancement. Additionally, the presence tortuous vasculature could create a challenging pathway during ds advancement by restricting and/or impeding proper sheath expansion, leading to increased resistance and highs push forces. As such, available information suggests that factors related to the manufacturing process (variable sheath liner expansion) and/or patient factors (tortuosity) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. In this case, the sheath distal tip tore during functional testing, resulting in radial/axial tearing with tip material separation. This failure mode is characteristic of sheath tip tear events. Previous investigations indicated that the tear is attributed to improper tip expansion, which can create interference between the valve and sheath tip. It is also possible that high push forces were applied by engineering during system advancement through the sheath, resulting in the torn tip separation. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or procedural factors (high push forces) may have contributed to torn tip/separation. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.